Event description:
Information received from the field notes that the patient complained of dizziness while shopping, after passing through the electronic security gates. During a check-up, the patient stated that "she can flip the pacer over in the pocket". The device would not accept programming, dashes (---) were noted for most parameters and high current drain was observed. A microprocessor download and reset were unsuccessful, therefore the device was replaced.